Event description:
As reported, the coil stretched during inserting into the target aneurysm.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 4x7 orbit rdfl mini complex fill coil was stretched during inserting into the target internal carotid artery aneurysm. Additional information reported that it stretched during withdrawal. The coil entire coil was withdrawn from the patient with the entire delivery system with no patient injury. The coil remained attached to the delivery wire. An sl-10 microcatheter was used for delivery of the coil. It is unknown if the microcatheter was removed as a unit with the coil system. An adequate continuous flush was maintained through the microcatheter. There was no resistance/friction when the coil was advanced/repositioned/withdrawn. The microcatheter was not repositioned over the coil. A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and it was found in good condition. The introducer was zipped and it was found in good condition. The support coil, the gripper and embolic coil were received inside the introducer. The gripper and support coil were found without any damage. The coil was found stretched. Some waves were found on the product but may have occurred during the handling of the unit for return. The embolic coil and the gripper were inspected under microscope, the gripper was found without damages. The embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the damages found on the device could not be determined; however, there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent these types of damages from leaving the facility. Based on the available information, no conclusion can be made possible factors contributing to the stretched coil. With review of the analysis of the returned device and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.